Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via e-mail that her device was not working with any battery she put on it. Customer¿s blood glucose was 159 mg/dl at time of incident. Customer further states that they got low battery alert and metal gold piece was fell out as well as battery cap was damaged. Insulin pump will not be returned for analysis.